Manufacturer narrative:
(B)(4). The customer reports that the device gets a red x and flashing error on the device. There was no reported pt involvement. The device was evaluated by the philips repair bench. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. We will consider this a malfunction of the processor pca that caused the red x and flashing error on the device.

Event description:
The customer reports that the device gets a red x and flashing error on the device. There was no reported pt involvement.